Event description:
It was reported that a spectrum pump delivered 23 ml when programmed to deliver 20 ml. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported over infusion was not reproduced, the pump was found to pass flow testing. The reported condition was not verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue, with no action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.